Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms were redness and drainage at the lead site. The physician believed that the infection was procedure related. The patient was administered with intravenous antibiotic line and underwent an explant procedure.